Event description:
It was reported that an ilet user experienced high blood glucose, confirmed by a fingerstick of 434 mg/dl, with a concurrent insulin occlusion alert that the user had not recognized. The infusion set had been changed shortly before the call, tubing showed no kinks or leaks, and a subsequent site change was performed before resuming insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically an unresolved occlusion alert. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.